Event description:
It was reported that the patient's previous inflatable penile prosthesis (ipp) was too small leading to it being explanted. A reimplant surgical procedure was performed in which a new preconnected cylinders and pump were implanted. No information was provided about the patient's outcome. No more information available at the moment, further information was requested. It was further reported that there was no previous explant procedure. There were no malfunctions associated with the explanted ipp, however the device was 3cm undersized leading to supersonic transporter (sst) deformity. There were no additional patient harms related to the device being undersized.